Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responding. It was stated that the metal piece that presses against the esc button came off. Customer's mother tried to put the sticker over the key pad and went to bolus and it alarmed button error. Blood glucose value was 257 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to flattened esc button dome switch. No button error alarm. The insulin pump received with missing keypad dome switch. The insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.